Event description:
Reportable based on device analysis completed on 24may2024. It was reported that the coil could not be delivered into the imaging catheter. The target lesion was located in the arteria cruralis. An 8mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be delivered into the imaging catheter. The device was withdrawn, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm, all primary coil and zap tip section, moreover the coil arm was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.